Event description:
It was reported that the patient had an implantable neurostimulator (ins) that never worked. It was noted that the patient was in the hospital for eight days because she was in such pain. It was reported that the device was removed two weeks prior to (B)(6) 2013. It was noted that the device was removed in an hour and 20 minutes and the patient was in too much pain to do a proper trial for the ins and the patient ¿hated it.¿ it was later reported that the patient had tried spinal cord stimulation and it never worked. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was in the hospital on a morphine pump for 8 days. It was noted that the reporter thought it was supposed to be an outpatient surgery but was told ¿no way.¿ it was noted that the reporter was told that ¿there was no way you could take the spinal cord stimulator out, it was intertwined in the tissue and they would have 3 times the pain taking it out as when it was implanted so they let it go.¿ it was noted that when the patient had deep brain stimulation surgery the health care professional (hcp) stated that ¿they do this all the time and could take it out.¿ it was noted that the patient still wanted to try spinal cord stimulation.

Manufacturer narrative:
(B)(4).